Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she feels like she's having issues with her hip where the implantable neurostimulator (ins) is located. She states that once she gets up and is walking, then after awhile she's okay, but going to a sitting position from laying down and then from sitting to standing, it feels like she's being electrocuted and that it's gotten worse over like the last three weeks. Pt states that it's painful to sit, to lay down, to everything. She states that she doesn't know what's going on, but that the electrical impulse that she gets when trying to get to a standing position or to turn over in bed or to move, it'll make her release her bladder. Patient was describing more of what she's feeling/experiencing. Patient does not currently have a managing healthcare provider (hcp), so a physician locator listing was sent to the patient. She states that this issue first started about three weeks ago; exact month as not clarified. The patient was redirected to the hcp.